Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed in 2022. According to the complainant, the shunt showed an overdrainage and adjustment difficulties. The patient underwent a revision procedure performed in (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years, 5 months. Weight: 14 kilograms (kg). Height: 70-80 centimeters (cm). Gender: female. Same event as #3004721439-2023-00119.

Manufacturer narrative:
Visual inspection: during the investigation, tissue residue were determined on the surface of the housing. Permeability test: a permeability test has shown that the progav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the progav 2.0 is not operating within the acceptable tolerance in the horizontal position. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. To make the proteins / deposits in the valve more visible, they were colored using a staining solution. Result: based on our investigation results, we can determine an accelerated outflow in the valve. The determined deposits can be named as the cause for the accelerated outflow. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.